Event description:
Please note: this report pertains to the second of two devices. Ref: 3005099803-2009-03256. It was reported to boston scientific corporation that two uromax ultra balloon dilation catheters were used during a percutaneous nephrolithotomy procedure on the pt's left percutaneous kidney. According to the complainant, after the first balloon burst, the physician inserted another occlusion balloon catheter through the scope and using a 2ml syringe, inflated the balloon with 1.5ml air under fluoroscopy. The physician closed off the tap to prevent deflation of balloon. The pt was then turned onto her abdomen (+/- 5-10 minutes) and the balloon burst. The physician kept the balloon catheter insitu in spite of the balloon malfunction to allow contrast medium to flow into the kidney. The balloon was removed and disposed. The procedure was successful and pt was stone free post operatively.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The dfu states "prior to introduction, test the balloon to determine the amount of fluid necessary to inflate the balloon to the desired inflation diameter. [Refer] to inflation tables for recommended inflation volume. Failure to do so may result in balloon or ureteral rupture." According to inflation table, the recommended balloon inflation volume for this upn (m0062201020) is 0.25 mls. The event description stated that 1.5 mls were used to inflate the balloon. (B)(4).